Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: sig rp aox stb ins sz5 10, 196192151; unknown knee femoral; unknown knee femoral adaptor; unknown knee femoral adaptor bolt.

Event description:
The patient was revised to address pain and loosening of the tibia at the cement to implant interface. Cement used was unknown. Doi: unknown; dor: (B)(6) 2018; left knee.